Manufacturer narrative:
Saline spill on unit caused boot up problem in diagnostic and normal mode. The service technician dismantled internal parts, cleaned units penetration of saline pcb/s, cables, connectors, and metal seams reassembled, checked error logs, verifying and replacing affected boards, power supply, & ac cords to get unit to boot up. Full diagnostics, functional tests and calibration of the unit checked okay. The unit was put back into service. List of parts replaced: part number: d670-00-0768, description: pcba, backplane; d670-00-0765, pcba, motor control; d670-00-0766, pcba, solenoid control; d670-00-0769, pcba, front end; d670-00-0770, pcba, exec processor; d670-00-0821, pcba power supply monitor; d682-00-0092-01, press xdcr hi press 3500 psig; d014-00-0255, power supply, 4002 15v out; d997-00-0582, assy, patient interface module; d004-00-0103-02, tubing assy, helium, multiple. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient will not work, the iabp was generating a high pitch sound on the star-up and circle was going around on the screen. The customer tried to reboot the iabp, instructed over the phone by a company representative, but did not solve the problem. The patient was switched to another iabp and therapy was continued. No patient injury was reported.